Event description:
It was reported that this lead fractured, so the physician performed a revision procedure to cut off the defective end of the lead and implant a new one. This lead fracture caused high impedance and four inappropriate shocks. A portion of the lead remains in the patient and the other portion was returned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A proximal portion of the lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo.